Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. Electrical, longevity, and visual analysis was normal with no anomalies found.